Manufacturer narrative:
The qc showed partial imprecision, especially the second level which was partially found to be too low. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable hba1c tq gen.3 result for one patient sample tested on the cobas integra 400 plus w/o ise. The initial result was reported outside of the laboratory. The patient sample was rerun on the analyzer and another cobas integra 400 analyzer. A new sample was also obtained from the patient. On (B)(6) 2022, the initial result of the initial sample from the analyzer was 14.88 % with a data flag. On (B)(6) 2022, the first repeat result of the initial sample from the analyzer was 8.19 % with a data flag. The second repeat result of the initial sample from the other analyzer was 8.08 % with a data flag. The result of the new sample from the analyzer was 7.30 % with a data flag. The reagent lot number is 61749701 with an expiration date of 31-aug-2023.